Event description:
The customer reported via phone call that the keypad was causing the screen to keep scrolling when he tries to bolus. Customer's blood glucose was 484 mg/dl. Customer stated that his blood glucose was so high because the pump was not giving him insulin. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with an intermittent button response due to light moisture damage to the keypad traces. There were no button error alarms noted. There was no display ramping on its own anomaly noted. The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with minor scratches on the lcd window and a cracked case at the display window corners.